Manufacturer narrative:
Clinical assessment of the reported event was unable to be completed due to a lack of relevant medical records and/or imaging. Per the distributor, medical imaging or records were not available. As such, event determination, off label conditions, related patient harms and patient disposition could not be assessed. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device remains implanted; therefore, no device evaluation was completed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies are not available for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially treated emergently with endovascular aneurysm repair for an aortoduodenal fistula. This index procedure is outside the indications of use due to the emergent repair and for the treatment of aortoduodenal fistula. An afx2 bifurcated stent graft and an afx vela suprarenal were implanted. The operation was completed without an endoleak. A planned open surgery was performed the following day to treat the duodenum side. Thrombi were removed from the aneurysm. During this surgery, an endoleak was observed from the afx2 stent graft exposed from the missing part of aorta wall. The leak was small and was solved with compression. The patient was stable post procedure. No further information is available.